Event description:
Patient was revised to address range of motion issues resulting from scar tissue. Lysis of adhesions was reported. Osteolysis was also reported.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event; however, provided information stated patient scar tissue was removed to achieve improved range of motion. In addition, provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.